Event description:
It was reported that during a routine pulse generator changeout, the right atrial lead was noted to exhibit poor sensing and thresholds an insulation anomaly was noted. The lead was capped and replaced.